Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis indicated that premature battery depletion (pbd) was confirmed. Moreover, based on data obtained during analysis the device has leaky capacitors due to exposure to hydrogen. The device longevity does not meet requirements per programmed values. This report is being filed to correct the h6: patient code as patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). This device was explanted. No additional adverse patient effects were reported.